Event description:
The pt's mother called and stated that the subcutaneous infusion catheter broke off in her son's, abdomen. She also stated that she can feel that tip of the catheter in his abdomen. They wernt to hospital to remove the piece of the catheter that was left under his skin. The dr said that they removed the inflammed foreign body out of his abdomen.